Manufacturer narrative:
The reported could be confirmed. The device inspection reveals the following: the product returned presents multiple scratches and wear marks all over. Furthermore, two out of the 4 pegs of the device are broken and have not been returned. Based on the state of the device, the functionality can not be given anymore. These marks confirm that the device was mishandled during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate use / maintenance or simply due to normal wear and tear. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "doctor was trialing glenosphere and tried to remove it with forceps. It would not come off baseplate. He then removed it with an osteotome, breaking the trial glenosphere".

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "doctor was trialing glenosphere and tried to remove it with forceps. It would not come off baseplate. He then removed it with an osteotome, breaking the trial glenosphere".